Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that he felt resistance when advancing the lens before a procedure with a preloaded device, he felt tension. The surgeon exchanged the device to start and complete the case. There was no patient impact.